Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high"; although specific value was not provided. Cause was not known. Allegedly, due to the elevated bg, the customer reported they were "about to pass out". Multiple attempts were made by tandem technical support to follow-up with customer on the reported issue, but no response was received.